Event description:
No additional information received from customer.

Manufacturer narrative:
Correction: h11. The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure - image issue due to a faulty electrical component. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a flickering image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause cannot be determined. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure the picture is not working is due an electrical issue due to component failure. Olympus will continue to monitor field performance for this device.